Event description:
The customer reported that the light source had spare lamp flashing on the front panel with an e207 error. The issue occurred during preparation for use for an unspecified procedure and it was completed with a non-olympus device. There were no reports of patient harm.

Manufacturer narrative:
E1 full name and phone number: (B)(6). Phone number: (B)(6) e1 full address: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
New information added on fields: h4 and h6. Corrected data: d8, was checked yes in error, updated to no. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.